Event description:
It was reported that during a stenting treatment procedure, a stent placement problem occurred. The target lesion was located in the biliary artery. The 10x68mm 100cm wallstent was positioned, however, the physician wanted to reposition the device. The physician was unable to re sheath the stent to reposition, so he deployed the stent where it was at in the vessel. The placement of the deployed stent was not optimal, so another biliary wallstent was deployed to cover the entire lesion. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).